Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Complaint conclusion: it was reported that following mynx deployment, the patient immediately broke out in hives. The patient was noted to have difficulty swallowing, erythema and pruritus. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The patient received benadryl and solu-cortef as treatment. At the time of this report, vascular surgery was being considered to remove the mynx peg (sealant) from the patient. The patient's hospitalization was extended by two days. Additional information received on a later date indicated that this was the patient's first cardiac catheterization and first time being exposed to peg (polyethylene glycols/macrogols). The product was stored as instructed per labeling. Vascular surgery was not performed. The patient was treated with benadryl and steroids. The patient responded well to benadryl and steroids and was discharged home. The product was not returned for analysis. Review of lot f1725110 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the manufacturing of the device and the event. However, based off of the event description, patient factors may have contributed to the reported event. According to the product instructions for use, users are cautioned that mynxgrip should not be used in patients with a known allergy to peg. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (11/20/2017) additional information received indicated that this was the patient's first cardiac catheterization and first time being exposed to peg (polyethylene glycols/macrogols). The product was stored as instructed per labeling. Vascular surgery was not performed. The patient was treated with benadryl and steroids. The patient responded well to benadryl and steroids and was discharged to home.

Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that following mynx deployment, the patient immediately broke out in hives. The patient was noted to have difficulty swallowing, erythema and pruritus. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The patient received benadryl and solu-cortef as treatment. At the time of this report, vascular surgery was being considered to remove the mynx peg (sealant) from the patient. The patient's hospitalization was extended by 2 days.